Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. It was noted that the patient was asleep when a power outage occurred on (B)(6) 2026. A no external power event was recorded on this date. The ebb was used to support the system during these events. Motor function was not affected by this event. Review of the submitted log file captured the no external power event on (B)(6) 2026 occurred while connected to the mobile power unit (mpu) and was consistent with a loss of ac power. The patient did not recall the no external power alarm on (B)(6) 2026 and it was suspected to be due the power outage.